Event description:
It was reported that the bag was empty however the device showed that only 50.9 mls had infused. There was patient involvement and the impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the bag was empty however the device showed that only 50.9 mls had infused. There was patient involvement and the impact is unknown.